Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose levels were 400 mg/dl and 134 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose level with correction bolus. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer did not allege the insulin pump for under delivery. The insulin pump was on auto mode at the time of incident. Troubleshooting was performed and the insulin pump passed high pressure test. The insulin pump will not be returned for analysis.